Event description:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that the event of deflation did not occur as healthcare professional reported there is no complaint against the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, b6, h1, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Correction to h6 adverse event problem: disregard b16 device not manufactured by reporting manufacturer submitted in the previous supplemental medwatch. Clarification to b5 description of event: deflation was un-reported in the previous supplemental medwatch. Abbvie medical safety has determined that the new report of left side implant removal due to "loss of volume" is consistent with the patient's initial report of deflation. Deflation is being re-reported in this medwatch because of this information. Reason for reoperation: "loss of volume".

Event description:
Patient reported "deflation". Later the healthcare professional reported "no complaint against the device". Healthcare professional later reported reason for left side removal as "loss of volume". This record is for the left side. The device has been explanted and replaced. The device will be returned.

Event description:
Patient reported "deflation" via intake portal. Later the healthcare professional reported "no complaint against the device". Healthcare professional later reported reason for left side removal as "loss of volume". This record is for the left side. The device has been explanted and replaced. The device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: not observed through leak test inspection. None of the other observations performed during the device analysis (creases, wear abrasion and non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.